Manufacturer narrative:
A complete lead was returned in 2 pieces for analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead previously exhibited high impedance and was programmed off. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was explanted and replaced. No further information was available.

Event description:
New information received on 9/7/18 indicating that patient was stable prior, during, and after the procedure.